Event description:
The user facility reported that a nurse inhaled fumes while disposing of a cup of steris s20 sterilant concentrate. The nurse reported that her nose burned and her throat hurt as a result of inhalation of sterilant fumes. She was sent to an ent physician for treatment. Upon further investigation, the or charge nurse of the facility attributes this incident to user error in that the nurse did not follow the disposal precautions set forth in the system 1 operator manual.

Manufacturer narrative:
As stated by the or charge nurse, the root cause of the inhalation was the improper disposal of the sterilant. The injured employee did not submerge the cups of s20 sterilant under water, instead, she placed the cups in an empty bucket and began to fill the bucket with water, resulting in inhalation of the sterilant fumes. The system 1 operator manual instructs users that need to dispose of s20 sterilant to "remove an individual box and container and submerge in a sink filled with at least 12" (31 cm) inches of water". An in-service training was completed on (B)(4), 2010 for the user facility pertaining to the proper use and disposal of s20 sterilant.

Event description:
Steris has contacted the user facility several times to obtain additional information however the user facility has not responded.